Event description:
Manufacturer reference number:(B)(4).

Manufacturer narrative:
The review of reportable events registered for accessories used with getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years was performed. It revealed that the complaint is one of several reported cases with allegation about cart, rack or instruments falling or nearly falling from the manual trolley due to various reasons. The customer allegation was that the cart fell from the manual trolley due to stop pin issue, injuring the operator. We were not informed about any adverse consequences in relation to the described situation. As it was indicated in the complaint record, the device involved is a smart trolley, which is manual type of trolley. At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6) , catalog number s-86682003-ctom and UDI number (B)(4). The device was manufactured on 20th january, 2020 and installed in the facility on 30th march, 2020. Preventative maintenance on this washer is being performed under getinge service agreement with the customer. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. During the investigation, it was found that in the past the reported scenario has led to serious injury. It was established that when the event occurred, the trolley, which is used as a system with washer disinfector 8668 did not meet its specification and was directly involved in reported event. During the investigation course we were able to establish, that the stop pin, preventing the load from rolling off the trolley by accident, was missing. Additionally, the operator was pulling the smart trolley from the back instead of pushing it with the handles, which is not in line with user manual. This two factors led to situation where the cart fell on the ground injuring the operator. When getinge service technician visited the customer site, the affected trolley was already repaired by the customer and it was returned into service. The issue was addressed by the ecr #(B)(4) by the manufacturing site. It was confirmed that the recommended re-training for the operator was already performed, to avoid similar incidents in the future. We believe that devices in the market are performing correctly overall. Given the circumstances we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to the manufacturer.

Event description:
On (B)(6) 2021 getinge received the information about the event which took place on (B)(6) 2021. The issue was related to washer disinfector with the model name 8668. As it was provided the wash rack fell off from the transfer trolley and as a consequence the person was injured. With the information available to date we do not have any specific information regarding the injury. Nevertheless, we decided to report this complaint to competent authorities as the rack which falling off the transfer trolley could lead to serious body injury.